Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2007, and alleged that the test strips were reading inaccurately high. The pt reported that on sixteen days earlier, at 12:30 pm., while driving, she became hypoglycemic; she had a seizure, blacked out, and hit a motorcycle. She reported that no one was injured in the accident. Prior to leaving her house that day, she ate breakfast and lunch as usual. At approx 11:00am she tested her blood glucose, obtaining a result of 220 mg/dl. Based on her sliding scale she took 2 extra units of humalin r, for a total of 22 units of humalin n, as well as, her set amount of 20 units of nph insulin. She did not test again before leaving the house and reported no symptoms. The paramedics were called and upon arrival, they tested her blood glucose, obtaining a result of 23 mg/dl. The pt stated that she was coherent at the time of their arrival. She tested on her meter at the time and obtained a result of 120 mg/dl. She was treated with a glucose injection. After the glucose, her meter read 420 mg/dl and the paramedic's meter read 330 mg/dl. The paramedic tested on another meter and also obtained a result of 330 mg/dl. The comparison between the meter results meets lifescan criteria for comparing meter results. This complaint is being reported as the pt reported she took extra insulin after obtaining a meter result and later was treated for hypoglycemia. Replacement products have been sent.